Manufacturer narrative:
The customer has not identified a specific unit or made one available for evaluation.

Event description:
It was reported that the bed exit did not alarm on an unspecified stryker bed and a patient fell and sustained a bone fracture as a result.